Event description:
It was reported that the right ventricular (rv) lead had intermittent capture, increasing and high impedance. No capture in unipolar was also reported. The lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.